Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of an amia cassette would not disconnect from the female connector of the transfer set. This was described by the customer as ¿the transfer set cycler juncture not releasing from patient line connector." The patient used pliers to disconnect at the end of a peritoneal dialysis therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.